Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 540 mg/dl with moderate ketones. Ketone levels were identified as life threatening by health care provider. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A manual insulin injection was administered to address bg level. Customer¿s blood glucose level at the time of report was 308 mg/dl. Ultimately the customer reverted to an alternate method of insulin delivery.